Event description:
It was reported that the patient presented to the hospital after receiving a hv shock. Upon review of egms, noise was noted on the ventricular sensing channel. Vf detection and the therapy delivered appeared to be appropriate. Increased pacing lead impedance and capture thresholds were also noted. Reprogramming was recommended. The lead was later capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the lead tip measuring 48.8cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information notes that prior to be capped, inappropriate therapy due to a fractured lead was observed.